Event description:
Olympus was informed that the video telescope was returned for repair with the customer description "no image". During the inspection the video telescope showed a green and purple image. There is no indication that the reported image failure occurred during a procedure and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was returned to the manufacturer for investigation/evaluation. The investigation could not confirm that no image was displayed but found the video telescope to display a green and purple image. This failure was traced back to a defective r-unit. Thus, this incident was attributed to component failure. A manufacturing and quality control review was performed for the affected serial number of the video telescope without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.